Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. No lot release and sterilization records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016. Using the pod 5 / page 43 warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108 warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Advised: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported that she had a site infection that had to be treated with antibiotic. She did not provide any further information.